Event description:
The patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate readings on their one touch veriopro meter. The patient obtained a 135 mg/dl on their lfs meter and less than 30 minutes later obtained an 86 mg/dl on another device. The patient did not seek any medical attention or contact their physician for assistance. The product was replaced. The complaint is being reported since the difference between the redings are greater than 30 mg/dlor 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Lot # was not provided. The 510 (k) #k093745.

Manufacturer narrative:
Correction the product was replaced and not requested back for investigation. The inital MDR stated that product was requested back.